Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were getting an error every time they were trying to administer a bolus. Due to this error, she is not able to give herself a bolus. The patient stated that the bolus calculator was disabled while attempting to take a bolus. Patient also reported that they were finally able to administer insulin, but ended up administering too much. Blood glucose levels were not reported. Medical treatment was not required. A replacement controller was offered, but the patient declined as they did not want to lose the adaptivity of their current controller.